Event description:
It was reported that during a lap nephrectomy, the device tore along the seal cap and in the middle of the bag. The case was almost complete, so another device was not needed. No patient consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.